Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that all buttons were not responding and were stuck. It was reported that insulin pump was dropped. Customer's blood glucose was 20 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent buttons, the problem was isolated to the keypad assembly the connector at the printed circuit board was properly connected and no damage or moisture damage on keypad assembly noted. The insulin pump passed the leak test. The insulin pump had minor scratched lcd window and case.